Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned the flat head pin has fractured. The device exhibits significant wear marks along the handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that while rasping the ml taper during primary total hip, the tip of the broach handle fractured causing loosening of the spring. The device was deemed the unusable. No pieces were retained in the patient. A second rasp handle was used so the case continued without issue. No patient consequences were reported. No further information has been made available.